Event description:
As reported by the (B)(4) study, a 6x20 mm precise rx was deployed distally but this was unintentional and the stent migrated while being deployed. Baseline nih score was 1. The patient was asymptomatic at the time of the intervention as he was initially admitted for open heart surgery and the carotid stenosis was found preoperative testing. Pta was performed on a 75% occluded lesion of 30 mm in length in the proximal right internal carotid artery. The arch I lesion was eccentric and severely tortuous. A 6 mm medium support angioguard device was deployed. The 6x20 precise stent was deployed in error distally from the intended target site which required deployment of an additional stent; a 7x20 mm precise pro rx stent, to treat the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. In addition, the patient underwent a planned contralateral procedure for a lesion located in the proximal left internal carotid artery. The pta was performed on a 75% occluded lesion 30 mm in length. The vessel was mildly tortuous with mild calcification, eccentric and ulcerated. A 6mm medium support angioguard device was deployed and a 7x30 mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. The patient was neurologically intact upon leaving the suite. Following the procedure the patient began to exhibit neurological symptoms of speech and cognitive changes that was diagnosed as an ischemic stroke. The patient had an MRI and CT scan. It was considered that the stroke occurred on both the right and left hemispheres. Patient had a full recovery within 24 hours and no deficits were observed.

Manufacturer narrative:
He remained hospitalized for the open heart procedure. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: two angioguard rx catalog number 601814rmc, a precise rx catalog number pc0620rxc with a lot number of 15535377 and a precise pro rx catalog number pc0730rxc. This device is not available for testing or evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire study, a 6x20mm precise rx was unintentionally deployed distal to the intended location as the stent migrated while being deployed. Pta was performed on a 75% occluded lesion of 30mm in length in the proximal right internal carotid artery. The arch I lesion was eccentric and severely tortuous. A 6mm medium support angioguard device was deployed. The 6x20 precise stent was deployed in error distally from the intended target site which required deployment of an additional stent; a 7x20mm precise pro rx stent, to treat the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15535377 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The cc has been updated to include note of cva and patient history. Adjudication received classified the previously reported ischemic stroke as a cva and it was noted that the patient had deficits. As reported by the sapphire study, a 6x20mm precise rx was unintentionally deployed distal to the intended location as the stent migrated while being deployed. Pta was performed on a 75% occluded lesion of 30mm in length in the proximal right internal carotid artery. The arch I lesion was eccentric and severely tortuous. A 6mm medium support angioguard device was deployed. The 6x20 precise stent was deployed in error distally from the intended target site which required deployment of an additional stent; a 7x20mm precise pro rx stent, to treat the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. Following the procedure the patient began to exhibit neurological symptoms of speech and cognitive changes. The patient had an MRI and CT scan concluding that a stroke involving both the right and left hemispheres had occurred. All vascular territories appear to be involved, most likely proximal source from some plaque that might have been dislodged from the aortic arch during carotid stenting. Post index procedure, the patient had deficits of difficulty controlling left arm and leg but was not noticing weakness. The physician also noticed coordination issues on the patient's left side and a bit of blurry vision when reading large type. No other neurological complaints were reported .the patient was alert and oriented. His responses were a bit delayed but there was no aphasia or dysarthria. He followed all commands. There was a subtle facial droop at the left corner of his mouth. He remained hospitalized for the open heart procedure and was discharged 8 days later. The patient s medical history includes first-degree relative with premature cad, dyslipidemia, history of smoking, myocardial infarction, coronary percutaneous, revascularization and hypertension, prior tia and stroke.high risk criteria includes synchronous severe cardiac and carotid disease requiring open heart surgery and carotid revascularization and a history of traumatic brain injury from a car accident in 1990. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) or a piece of plaque that is dislodged during the procedure and travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. It is also a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. About 15 percent of embolic strokes occur in people with atrial fibrillation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of three products involved with the reported adverse event of cva and are associated manufacturer report numbers 9616099-2013-00173, 9616099-2013-00174, 9616099-2012-00751

Manufacturer narrative:
Addendum ((B)(6) 2013): adjudication received classified the previously reported ischemic stroke at as cva, with multiple small embolic-type strokes in both cerebral hemispheres and cerebellum bilaterally. All vascular territories appear to be involved, most likely proximal source from some plaque that might have been dislodged from the aortic arch during carotid stenting. Post-procedure, the patient developed confusion. He was disoriented to person, place and time, but did not follow demands. The following day the patient's neurological evaluation indicated that the patient had a dramatic improvement in his neurocognitive function over night. The patient had an MRI. The impression of the MRI revealed multiple sub-centimeter acute/early subacute infractions throughout the supratentorial and infratentorial brain; although the patent of predominantly involves the bilateral anterior circulation, the presence of multiple posterior circulation infractions raises the question of a proximal embolic source at the level of aorta. There was no significant mass effect or evidence of gross hemorrhagic conversion. An mra was noted to be significantly compromised by motion artifact and suboptimal contrast bolus timing as well as the presence of bilateral carotid artery stents. The level of patency could not be definitely ascertained, however, blood flow proximal and distal to the stents was grossly unremarkable. The neurology consultation reported that the patient's neurological status significantly improved. At that time, he complained of difficulty controlling his left arm and leg, but was noticing no weakness. He was noticing some coordination issues on his left side and a bit of blurry vision when reading large type. No other neurological complaints were reported. The patient was alert and oriented. His responses were a bit delayed but there was no aphasia or dysarthria. He followed all commands. There was a subtle facial droop at the left corner of the mouth; otherwise, cn exam was unremarkable. He had a notable ataxia of the left arm with fingers-nose-finger testing. There was no delay in fine motor function. No difficulty with right to left heel-to-shin testing. Left to right heel-to-shin testing showed evidence of some ataxia. Gait testing was deferred. The assessment revealed multiple small embolic-type strokes in both cerebral hemispheres and cerebellum bilaterally. All vascular territories appear to be involved, most likely proximal source from some plaque that might have been dislodged from aortic arch carotid stenting. He remained hospitalized for the open heart procedure and was discharged 8 days later. Upon discharge the patient's nih stroke score was 0 and rankin stroke scale score was 0. Adjudication received classified the previously reported ischemic stroke as a cva and it was noted that the patient had deficits. As reported by the (B)(6) study, a 6x20mm precise rx was unintentionally deployed distal to the intended location as the stent migrated while being deployed. Pta was performed on a 75% occluded lesion of 30mm in length in the proximal right internal carotid artery. The arch I lesion was eccentric and severely tortuous. A 6mm medium support angioguard device was deployed. The 6x20 precise stent was deployed in error distally from the intended target site which required deployment of an additional stent; a 7x20mm precise pro rx stent, to treat the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). This is one of three products involved with the reported adverse event of cva and are associated manufacturer report numbers 9616099-2013-00173, 9616099-2013-00174, 9616099-2012-00751.